Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, a review of service history, and a review of labeling. While troubleshooting the issue, service observed that the valves were not dispensing properly and pump, vacuum showed loss of pressure. Service determined the valve, manifold kit (rohs)_part number 7-77612-03, pump, vacuum (rohs)_part number 7-77795-02 as well as the rv transport sensor bd, self calibrating (rohs)_part number 7-900155-01 were the likely cause and changed the parts. A 12- month search for similar complaints identified no adverse trends of valve, manifold kit (rohs)_part number 7-77612-03, pump, vacuum (rohs)_part number 7-77795-02 and rv transport sensor bd, self calibrating (rohs)_part number 7-900155-01. No systemic issues or adverse trends were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information has been provided.

Event description:
The customer reported false reactive results for hbsag and (B)(6) results when processing on the architect i2000sr (sn (B)(4)). The following data was provided: sid (B)(6) initial result of 1.73 and retest results of 1.69 and 1.66 s/co. No impact to patient management was reported.